Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer treated their blood glucose with a manual injection and with the insulin pen. Troubleshooting found the drive support cap was not damaged. The customer reported the insulin pump was alarming auto-off during the troubleshoot. It was reported a battery out limit alarm and failed battery test alarm also occurred. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer's current blood glucose was 90 mg/dl. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.